Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 38 x 2.75 promus premier¿ drug eluting stent was advanced to treat the unspecified target lesion, however, the device was unable to cross the lesion. The physician removed the device from the patient and it was noted that the proximal edge of the stent was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's condition was good.